Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced feeling dizzy and syncope. The lead exhibited loss of capture and increased threshold.